Event description:
It was reported that the device displayed error code for a main speaker failure. There was no patient involvement,.

Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error 133.6090. Technical support: replace the main speaker. Return the unit to the factory. Customer given part number to main speaker for repair/replacement. Transfer to our com for assistance to order replacement part. End call. A review of the device history record for (B)(6) was performed from 09/19/2013 to 12/03/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 : no product returned.

Event description:
It was reported that the device received error code 133.6090. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device displayed error code for a main speaker failure. There was no patient involvement.